Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "feel pain, hardening in the breast and it was found that she presents encapsulation". Later patient reported "experiencing a lot of pain in the breast". Later patient reported "in so much pain". Later patient reported "recall, feels the prosthesis is 'lumpy' and hard, pain and folded". This record is for the left side. Device remains implanted.